Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and self test. Device received with no motor movement or negligible movement error during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 553 mg/dl at the time of incident. Customer¿s current blood glucose was 499 mg/dl. Customer blood glucoses were 560 mg/dl, 494mg/dl, 446mg/dl, 410mg/dl and 376mg/dl at different time intervals. The insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer was assisted with troubleshooting. Customer states that there was fluid in the reservoir compartment. Customer was not able to rewind insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be return for analysis.